Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's ipg was flipping in the pocket causing the ipg to be unable to communicate with external devices and pain at the ipg site. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.